Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were noted on fluoroscopy during generator change out. The previous device had alerted measurements for out of range high voltage lead impedance for rv to can. The lead was capped and left in situ. There were no adverse patient events.